Event description:
It was reported that jts distal femoral replacement (pin 22497) experienced a magnet/extension failure. The femoral stem, jts piston and tibial component will be remaining in-situ. The revision case will be manufactured by onkos surgical under case number (B)(4) for dr. (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history is in progress and if additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.